Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for harm bruising, harm hematoma, harm skin irritation, injury at injection site & npi needle pain. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, npi needle pain), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. The reported harm, bruising, contusion, skin irritation, injury) is directly associated with hazard, npi (needle point integrity). A review of all risk management documents for the product family of the device involved in this complaint (pen needle), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Per the information provided in the complaint description, there is no hazard associated with the reported harm, injury at injection site. A review of all risk management documents for the product family of the device involved in this complaint (pen needle), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for harm bruising, harm hematoma, harm skin irritation, injury at injection site &7 npi needle pain. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was used and the patient experienced pain and injury during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the consumer experiences bruises, haematoma, possibly hitting a nerve, pain. Verbatim: very strong back pain extends to the bra underwire [back pain]. Could hardly do anything like bigger shopping was not possible [mobility decreased]. Leg swung to the right and after that it was very blue [contusion]. Leg swung to the right and hurt a lot [pain in extremity]. Skin on both arms and right cheek was very wrinkled [skin wrinkling]. Might have recently hit a nerve cord while injection [injection site injury]. Hematomas in the right leg / 4 hematoma due to problems with injection [injection site haematoma]. 7+13. Describe reaction(s) continued small bruises [injection site bruising]. Medical history included eight vertebral fractures, fractured coccyx, weak heart and unspecified surgery at back. Concomitant medication was not provided. The patient received teriparatide (rdna origin) injections (forsteo) injections, via a pre-filled pen, once daily via subcutaneous route, beginning on (B)(6) 2019 (conflicting dates were provided), for the treatment of osteoporosis. Dosage regimen was not provided. On an unspecified date, after starting teriparatide therapy, she had small bruises at legs from teriparatide injection, which did not hurt and did not occur in the abdomen. Additionally, she reported that on an unknown date, she got hematomas in the right leg not on the left. She also had four hematoma due to problems with injection (second suspect device) (hematoma site not specified). She had new needles, bd 5 mm x 0.5, which were difficult to get on the pen. She though this was related with the pen. She also had very strong back pain, which extended to the bra underwire. Reportedly, she had no improvement since teriparatide treatment and could hardly do anything like bigger shopping was not possible. On an unknown date, she must have hit a nerve cord while injecting. On an unknown date, her leg swung to the right and after that, it was very blue and hurt a lot at that moment. It happened once because she was not wearing her glasses. Her skin on both arms and on the right cheek was much wrinkled and creams were not helping. Information regarding corrective treatment for other events were not provided. The outcome of the event injection site injury, contusion and leg pain were recovered, outcome of the events back pain, injection site bruising, injection site hematoma and skin wrinkling were not recovered and the outcome of the event mobility decreased was unknown. Treatment status of teriparatide was ongoing. Follow-up was not possible as the patient was unwilling to forward the patient consent to release confidential and privileged information form to the attending physician. The operator of device was unknown and his/her training status was not provided. The general device duration of use was not provided but it was started on (B)(6) 2019. The suspect devices duration of use was not provided. The action taken with the suspect devices was unknown and their return status was not expected. The initial reporting consumer related the event of injection site bruising, possibly related injection site hematoma, did not provide any opinion for the events of back pain and mobility decreased and did not relate the events of injection site injury, skin wrinkling, contusion and leg pain to teriparatide drug. She blamed herself for the events of contusion and leg pain (due to not wearing her glasses). The initial reporting consumer did not provide any opinion on relatedness between the events and the first suspect device. The initial reporting consumer related the event of injection site hematoma with problems of injection of second suspect device and did not provide the relatedness assessment of the remaining events with second suspect device. This case was cross-referenced with the following cases. (B)(4). Update 10-jun-2020: additional information was received from initial consumer reporter via patient support program (psp) on 08-jun-2020. Added medical history (eyeglasses wearer) and seven new non-serious events of back pain, mobility decreased, contusion, leg pain, skin wrinkling, injection site injury and injection site hematoma. Updated the narrative accordingly. Update 11-sep-2020: additional information was received from the initial reporter on 09-sep-2020 via psp. Added two medical history, one dosage regimen with provided lot number, one suspect device with provided lot number. Updated description as reported of the event injection site hematoma, narrative and causality statement with new information.